Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). Same case as MFR ID#: 2134265-2011-03002. It was reported that post a stenting treatment procedure, myocardial infarction occurred. The patient presented at the time of the index procedure due to silent ischemia. Cardiac catheterization revealed 2 target lesions. The first was a 99% stenosed and 12mm long lesion located in the right posterior descending artery (r-pda) with a reference vessel diameter of 2.25mm. This was treated with predilation and placement of a 2.25x16mm taxus liberte stent resulting in 0% residual stenosis. The second was located in the 90% stenosed and 8mm long mid left anterior descending coronary artery (lad) with a reference vessel diameter of 2.25. This was treated with predilation and placement of a 2.25x12mm taxus liberte stent resulting in 0% residual stenosis. One day post index procedure, the patient was found to have elevated cardiac enzymes and was diagnosed as having a myocardial infarction. The event was considered resolved without residual effects and the patient was discharged the same day on aspirin and prasugrel. It is the opinion of the physician that this event is not related to the taxus liberte stents.